Event description:
Patient admitted back from operating room from 1st half of hybrid ablation. Noted by day nurse to have had two open skin areas under left axillary. Areas round and red, open with centers open down to the dermis layer. Cardiothoracic surgery notified of open blisters by day nurse. Orders in for topical ointment and to monitor. Doctor from cardiology observed area following second half of ablation and inquired when open areas found.